Manufacturer narrative:
Batch review performed on 11-sept-2023: lot 2203058: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 11-sept-2023: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2202301: (B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 10 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.